Event description:
It has been reported that the system power suddenly turned off during an ablation procedure. The ongoing procedure was stopped. No harm has been reported to philips. As per the available information, a circuit breaker tripped. After resetting the circuit breaker, the system was returned to working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a planned procedure, the procedure got delayed and the customer continued the procedure by switching on the breaker. The philips field service engineer (fse) inspected the system onsite and confirmed that the power suddenly turned off during use. Upon further troubleshooting action, fse found that there was leakage in the circuit breaker of the isolation transformer which was tripped and caused the device power to be cut off. Fse replaced the isolation transformer, the main cabinet power supply section. After replacement of the isolation transformer, the main cabinet power supply section, system was returned to good working condition. The codes were updated based on the investigation outcome. The evaluation method code were corrected.